Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/29/2020. H.6. Investigation: one connector along with one injector attached to an IV bag was provided to our quality team for investigation. The connector was visually inspected, there was no damage or defects observed on the connector membrane, however, it was noted the membrane had a red coloring and had been penetrated multiple times. Leakage testing was performed and no leakage was identified. Leakage and pressure testing is performed for all lots during manufacturing to ensure the quality of the membrane. As lot information for this incident was not available, a device history review could not be performed. Based on the available information and sample evaluation, we are not able to identify a definitive root cause at this time.

Event description:
It was reported that the connector c60 bns experienced leakage during use. The following information was provided by the initial reporter: when removing the injector c60, a nurse found a red-colored chemo (daunomycin) in the center of the membrane of c60. The chemo was not dripping from the membrane but the membrane was slightly wet.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the connector c60 bns experienced leakage during use. The following information was provided by the initial reporter: when removing the injector c60, a nurse found a red-colored chemo (daunomycin) in the center of the membrane of c60. The chemo was not dripping from the membrane but the membrane was slightly wet.